Event description:
Incident as reported: laparoscopic ovarian cystectomy - "the surgeon tried several times to insert the trocar and found it was not cutting the tissue. He then tried another 5mm port which also wouldn't cut the tissue so ended up using a versaport. He used a 10mm reusable port as first stick. At the end of the procedure the patient took a long time wake up and required a lengthy stay in the recovery. This was attributed to the applied trocar and its failed insertion."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.